Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, during a follow-up performed on (B)(6) 2020, an episode recorded in the device memory on (B)(6) 2020 at 10:55 showed noise oversensing of 125 ms artefacts, leading to pacing inhibition. During the previous follow-up performed on (B)(6) 2020, the pacing mode was reprogrammed in vvi and the rate response was activated. As the patient¿s r-wave amplitude was low, the sensitivity was reprogrammed to 1.2 mv. No anomaly was observed during the review of the patient files. Based on preliminary analysis, it is suspected that the episode could have been related to the activation of the mv sensor during the follow-up performed on (B)(6) 2020, which could have triggered ventricular pacing inhibition.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6)2019 . Reportedly, during a follow-up performed on (B)(6)2020 , an episode recorded in the device memory on (B)(6)2020 at 10:55 showed noise oversensing of 125 ms artefacts, leading to pacing inhibition. During the previous follow-up performed on (B)(6)2020 , the pacing mode was reprogrammed in vvi and the rate response was activated. As the patient¿s r-wave amplitude was low, the sensitivity was reprogrammed to 1.2 mv. No anomaly was observed during the review of the patient files. Based on preliminary analysis, it is suspected that the episode could have been related to the activation of the mv sensor during the follow-up performed on 24 january 2020, which could have triggered ventricular pacing inhibition.